Event description:
A hospital in another country, reported to our distributor that during treatment with a ventilator and an mr290 autofeed humidification chamber, saline from the mr290 poured into the breathing circuit. This was because the automatic water-feed regulators (i.e. Floats) did not work. Our distributor confirmed the phenomenon in their office and noted damage to the base of the chamber in the area of the float operating mechanism. In the complaint the hospital reported that damage was observed on the base of the chamber. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the manufacturer for inspection. A preliminary investigation was carried out based on the complaint description and previous experience of similar complaints. Results: a lot check revealed no other similar complaints for this lot number. The hospital noted damage to the base of the chamber and this was confirmed by our distributor. Conclusion: the damage to the base of the chamber reported in the complaint is consistent with the chamber receiving an impact. An impact could have caused the float valve to mis-align and prevent float operation. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.00123%.